Manufacturer narrative:
(B)(4). The analysis results showed that the ecr60b cartridge reload was received fully fired and good visual condition. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the reload was used with powered device. When the surgeon fired the reload across the stomach, the stomach tissue slid to the proximal end of the stapler jaw. Malformed stapler (incomplete b shape stapler) was formed at the stomach. Leak test was performed by injecting methylene blue into the stomach where the blue liquid leak from the area where the stomach tissue slid with the malformed stapler. The surgeon sutured the leak area and the procedure was prolonged by forty minutes. There was no reported patient consequence.